Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter reported that the pump would keep rebooting and the patient was unable to use the pump. She stated that when she powered on the pump she was able to get to the ezprime steps and then the pump would reboot. She denied any bg excursions from the pump rebooting and did not use the pump for 3 days and is currently on a backup plan. The reporter also stated that when the patient attempted to turn the pump on, the pump would not power on and that she did not change the battery at the time of incident. The reporter denied any damage to the pump or battery compartment, neither the pump or battery compartment was exposed to water or that there was any damage to the battery cap but that the battery cap was a year old. The reporter also indicated that she wore the pump on her waist with a clip.